Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 361 mg/dl with nausea and dizziness associated with a suspend issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the patient had inadvertently suspended the pump multiple times. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/04/2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten from continued use. The suspend complaint could not be duplicated from the black box download. The pump powered on normally with no issues. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours without any suspending issues. The pump was able to be manually suspended and manually resumed during testing. No hypersensitive or stuck keys were found on the keypad. The suspend feature was found to be functioning properly. The available daily insulin delivery totals correctly reflected the programmed basal rates by the user. The complaint of a suspend issue was unable to be duplicated due to the pump information from the date of the complaint being overwritten. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.